Event description:
The report indicated an attempt was made to harvest a skin graft from the left inner thigh by the surgeon who used a padgett dermatome cts blade number 252. Upon taking the skin graft, a large "plug" injury resulted to the area. Appropriate lubrication of the graft area and blade placement had been conducted. The equipment was immediately removed. A second graft site wasnot required from the patient and the patient is doing well.